Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/08/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product being returned for evaluation? Actual broken needle or representative sample? Device return status / follow up.

Event description:
It was reported that a patient underwent an elective lower segment caesarean section procedure on (B)(6) 2019 and suture was used. When the surgeon gave the needle back after closing the uterus, they found the tip of the needle was missing (approx.0.5 mm). Informed the surgeon, and theatre floor person. Also x-rayed the patient on the operating table which showed no needle tip on the patient. The surgeon informed the patient as well. There were no patient consequences reported.